Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, endovascular repair was successfully used to treat sma dissection. Device not returned.

Event description:
Received an article titled: zhang, n. (2019). Blunt abdominal aorta, celiac artery, and superior mesenteric artery injuries treated endovascularly. The american surgeon. Purpose: to report a case of an 18 year old male involved in a high speed motor vehicle collision who sustained a triple vessel injury. Method: a case study ¿ icast to sma per the case study adverse events included peritonitis, bowel perforation, ischemia and paraplegia.